Event description:
It was reported that the lead dislodged and was capturing the ventricle. The lead was extracted, and the pulse generator was programmed to vvir. It was noted that the physician had difficulty positioning the lead during implant due to a recent operation on the right and left atrium. Since the physician did not believe that the lead was responsible for the event, the lead would not be returned.

Manufacturer narrative:
Na